Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issue was observed. Customer reported that while charging the reader he was smelling a burning electronics coming from the reader and there was a bit of smoke. Also, customer mentioned that there was no visible fire or electric shock. No evidence of fire or burning was observed. Reader did not power on with button, strip, or usb cable insertion. Reader was connected to pc and approved software however, not able to recognize the reader. Unable to perform built-in reader test due to reader was not turning on. Visually inspected the power adapter and no issues were observed. Used load tester to test returned power adapter and all results were within the specification. Power adapter passed testing. Visually inspected the usb/charging cable and no issues were observed. No opens or shorts were observed. The returned usb/charging cable passed testing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased returned reader and no signs of damage, burn marks or corrosion was observed. Stm processor was present. Battery voltage was measured and result was not within the specification range. Unable to determine if components temperature exceeded 30°c under thermal camera due to reader was not turning on even with cable plugged in. Power consumption test was unable to be performed. An extended investigation has been performed. A visual inspection was performed using a digital microscope on the returned product however, no abnormalities were observed on the reader's printed circuit board assembly (pcba). Reader usage data was unable to be extracted as the reader was unable to be powered on. The returned reader was brought to the bench for testing. The returned reader was unable to be powered on with button depression, strip insertion or usb cable insertion. The returned reader's battery was measured and all results were within specification while charging. The returned reader was observed to be too hot to hold when connected to a charged known good battery, regardless of its charging state. Off-current consumption test was performed to check if the off-current draw of the returned reader was within specification. The returned reader was observed to be drawing excessive electrical current from the battery. Additionally, a thermal inspection was conducted using a thermal camera and hotspots were observed on the reader's cpu and u13 components during the inspection which was indicating that the two components on the returned reader were contributing to the excessive electrical current drain. The excessive current drain and hotspots observed are known symptoms of a reader that has been supplied with excess current through its charging function by the use of a non-abbott supplied power adapter. A reader self-test was unable to be performed due to the inability to power on the returned reader. This issue is not confirmed due to user error (incorrect adapter used) as damage to the returned reader's u13 and cpu components was found through bench testing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports smelling, "burning electronics" coming from their reader and their was a "bit of smoke" while charging their device. No further details are available at this time. There was no report of visible fire. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports smelling, "burning electronics" coming from their reader and their was a "bit of smoke" while charging their device. No further details are available at this time. There was no report of visible fire. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.